Event description:
Pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. Customer followed instructions from technical support to clean speaker holes and reset the pump by removing and reconnecting the cartridge, successfully resuming insulin delivery after a brief waiting period. The issue did not recur, and the pump returned to normal operation with additional guidance provided to prevent future altitude alarms.